Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
A report was received from (B)(6) stating the enteral feeding tube balloon broke and water was noted leaking from the balloon. Additional information received on (B)(4) 2015 noted the nurse found the tube falling off the patient and the balloon had broken. Soon after this event, the enteral feeding tube was replaced. No patient injury was reported. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
This report is follow-up 1. Refer to report 9611594-2015-00174 for the initial report. The device history record for the reported lot number, aa3329n29, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Event description:
Age, weight and gender were asked but not provided.